Event description:
Received the following additional info: the pt called this physician's office on 2/28/2002 and spoke with the nurse explaining the swelling in his groin area. The pt was instructed to apply moist heat several times a day. The pt reports the following instructions. On 3/5/2002 the pt reports "the swelling and pain had increased." The pt then went to his "local" physician's office and was told there was a "large aneurysm and infection" and was instructed to go to the emergency room. After the pt had surgery on 3/7/2002, an infectious disease physician was consulted and informed the pt he had a "staph infection and it was in his blood stream." An orthopedic surgeon was also consulted and informed the pt there was a "blood clot under the knee cap which will take time to dissolve before he will have full use of his knee. The clot was a result of the infection and swelling."

Event description:
The physician attempted arteriotomy closure with the closer 6 fr device after a diagnostic cardiac catheterization in 2002. It was reported the device deployed and hemostasis was achieved. The pt was discharged home. The pt presented to the ER 12 days later. An ultrasound was done and ruled out a pseudoaneurysm. There was no treatment done at this time. The pt was admitted to the hosp. There was a sample taken from the "ooze" at the groin site and an I & d was performed. The culture was posittive for staphylococcus aureus. The "mass" in the groin measured 5" x 4". The mass was "surgically cleaned out" the next day. The pt was discharged home the day after and rehabilitation had been ordered and begun. The physician reported the pt is "doing fine".